Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a total knee procedure, the blade broke. It was also reported that the broken metal fragment was removed with a hemostat and there were no fragments left behind in the surgical site. It was also reported that there was a fifteen minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a total knee procedure, the blade broke. It was also reported that the broken metal fragment was removed with a hemostat and there were no fragments left behind in the surgical site. It was also reported that there was a fifteen minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.